Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. Occlusion was observed in the clear tubing near the probe engine. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable resulting in the customer¿s experience. (B)(4).

Event description:
A customer reported the probe was not cutting. It is unknown if aspiration was working. The issue was resolved by replacing the cutter. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).